Manufacturer narrative:
The device was retrieved from archive in (B)(6) 2011 to perform additional testing. Laboratory analysis determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. Detailed mechanical and electrical testing was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific received information in (B)(6) 2010 that this device was part of a legal action. A representative for this patient asserted the device did not operate properly after less than 5 years and required replacement. According to our records, this device was explanted for normal battery depletion. There were no adverse patient effects or allegations against the device reported prior to or at the time of explant by any medical personnel. This device is included in the insignia microcrystal failure mode 2 population ((B)(6) 2005). On (B)(6) 2005, guidant (now boston scientific crm) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. At that time, the root cause of failure mode 2 had not been determined. Guidant has since issued an advisory update dated (B)(6) 2005, identifying root cause as microscopic particles within the crystal timing component. Changes to try to prevent this failure mode were made in (B)(6) 2004. This device was manufactured before (B)(6) 2004 and is included in this population. Boston scientific crm does not have sufficient information to determine that this device behaved in the manner described in the advisory. Boston scientific received information that this device was received at boston scientific's return products department in (B)(6) 2011. The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Longevity calculations could not be performed as device resets had occurred at or post explant. The device was put through and passed returned products testing. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.